Event description:
The patient underwent the initial procedure in early 2009 and received a model 28-16-120bl bifurcated device, 28-28-75l cuff, 16-16-88l limb extension, and a 20-25-65t limb extension for an ectatic iliac. He developed a proximal type I endoleak and underwent a secondary procedure the following month, where he received a model 28-28-75rl that resolved the leak. A distal type I leak later developed on the ectatic side. A palmaz stent was placed approx three months later, that resolved that leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operative notes and details of patient anatomy are not available at this time. No conclusion can be drawn.